Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-04082020-0000777984 submitted for adverse event which occurred on 1989. Mwr-05082020-0000779030 submitted for adverse event which occurred on 1995. Mwr-05082020-0000779031 submitted for adverse event which occurred on 2006. Mwr-05082020-0000779032 submitted for adverse event which occurred on 2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgeries in 1986, 1989, 1995, 2006 and 2008 and mesh was implanted. It was reported that the patient experienced mental health issues, high blood pressure, and bowel and bladder issues. Other procedures are captured under separate files. No additional information was provided.